Manufacturer narrative:
H3: product analysis concluded that the device was returned in a resealable bag. There was a loose collet on the expanded inner shaft when returned. There were traces of a brown residue on the collet and traces of black residue on the expanded shaft (near the distal end of the inner hub). There was also striation observed on the expanded portion of the inner shaft. There was no damage noted to the outer tube or the outer hub. However, the inner hub distal end was deformed (outside diameter). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.345 inches in the deformed area which was out of specification. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur was stuck with m5 handpiece. There was no known patient impact. As per the product analysis of the m5 handpiece, the bur was not appeared to be whole / intact when received at the service depot.